Manufacturer narrative:
Notification of patient death received after initial report was received.

Event description:
Event as described by complainee - emergency intubation. Multiple handles didn't work (same lot number). Finally patient was intubated.